Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement and occlusion of device or native vessel.

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. When the aortic extender endoprosthesis was deployed in the proximal side, the stent graft unintentionally moved proximally, and the left renal artery was unintentionally covered. In order to secure blood flow to the left kidney, a metal stent was deployed at the origin of the left renal artery. The patient tolerated the procedure. The physician stated that the aortic extender endoprosthesis's behavior was difficult to expect. The fsa stated following: the proximal neck of the patient¿s aorta was short. Since the patient's aorta was an angulated neck, the physician expected that the aortic extender endoprosthesis would expand diagonally.